Event description:
It was reported that the procedure was to treat a bifurcation of the left anterior descending artery (lad) and the left main. The vessel was heavily calcified. A xience v stent had been placed in the main vessel of the lad. The balance middleweight (bmw) guide wire was placed in the first side branch (d1). A non-abbott, non-compliant balloon catheter was advanced over the bmw guide wire, through the already placed xience v stent to the heavily calcified stenosis in the d1 side branch. The balloon was inflated and deflated without problems. During retraction of the balloon catheter and the guide wire together, resistance was felt either with the calcified lesion, or the already placed xience v. A small amount of force was necessary to retract the guide wire. This force caused the guide wire to separate into two parts. The proximal part was removed from the patient, while the distal section (approximately 10-15 cm) remained in the patient. All attempts to snare the guide wire segment were unsuccessful and after two hours of trying, the decision was made to remove the distal section of the guide wire by surgery the next day. The patient is in a good condition and was transferred to the intensive care unit to wait for surgery to remove the separated segment of portion of the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: dil cath: maverick, pantera leo, minitrek, guide wire: bmw, pilot 50, stent: xience v. Excessive force. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the hi torque guide wires instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature. It is likely that the reported excessive force used contributed to the separation.